Event description:
It was reported that an unknown patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. The ablation catheter is "torn" at the tip. The ablation catheter is torn at the tip, near the distal electrode- there is metal exposed. This was observed before the catheter was inserted into the patient. The tip is also crooked (bent). The catheter was replaced to continue and complete the procedure. No patient consequences were reported. Bent tip is not MDR-reportable. Peek housing cracked with exposed parts is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-oct-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter. The ablation catheter is "torn" at the tip. Device evaluation details: visual analysis revealed no damage or anomalies on the device, however the issue reported could be related to the anchor window a manufacturing record evaluation was performed for the finished device 30835030m number, and no internal actions was found during the review. The issue reported by the customer was not confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).